Event description:
It was reported that the lead insulation was breached on right atrial (ra) and right ventricular (rv) leads due to lead to can abrasion. The rv lead had exposed conductor near the proximal terminal pin. The ra lead exhibited noise. The inner conductor of rv lead appeared unbreached. The leads were explanted and replaced on (B)(6) 2017. Patient was stable.

Manufacturer narrative:
Partial lead was returned in two pieces, a connector portion and a distal portion. The reported events of noise and insulation abrasion were confirmed. External insulation abrasion was noted at 5.5-5.6 cm from the connector pin and at 40.6-41.0cm from the distal tip consistent with the lead friction to device can.